Event description:
It was reported to philips that system would not start-up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found issue with the suite-pc software. To resolve the issue, the fse re-installed the suite-pc software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.